Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used during an ureteral dilatation procedure. According to the complainant, it was observed that there were small holes in the balloon. The procedure was completed with another device. There were no patient complications and the patient condition was reported as "fine".

Manufacturer narrative:
The device has been received, but a failure analysis has not yet been completed. Upon completion of the failure analysis, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).